Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the lead was returned, analyzed, analysis results revealed another insulation depression. It was further noted that blood was present on the distal conductor (non-obstruction).

Event description:
It was reported that the right ventricular (rv) epicardial lead had high thresholds and intermittent capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.